Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during insertion of a smiths medical jelco® protectiv® safety i.v. Catheter the cannula detached from the hub, causing leaking. It was noted that this leaking occurred moments after needle was encapsulated within the safety device. There were no reported adverse effects.